Event description:
Report received of an overdelivery of dilaudid due to a programming error. The pump reportedly was programmed to deliver dilaudid 1mg/ml, pca only mode, with a 0.1mg pca dose, 10-minute patient lockout and a 2.4mg 4-hour limit. The patient was to receive a 1mg-loading does. It was reported that the patient received either 10mg or 11mg as a loading dose instead of the intended 1mg. The nurse discovered the overdelivery at the time of the loading dose delivery. The nurse was with the patient and thought that the loading dose was being delivered "too slow". When the loading dose was complete, the nurse observed that approximately 1/3 of the solution was missing from the syringe. The patient was reported as "drowsy, but still speaking with the nurse". The doctor was notified and the patient received narcan 0.1mg IV push. The patient responded to the narcan and did not require any additional medical interventions. Though requested, no further information was available.